Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: japan. When opening the package, the leakage from the ampule was already caused, therefore the product was not able to use.

Manufacturer narrative:
Samples received: one ampoule in an open pouch. Analysis and results: there are no previous complaints of this code of which we manufactured and distributed 4,670 units in the market. There are no units in stock in b. Braun surgical's warehouse. We have received an open pouch with an unopened ampoule with leakage signs. The ampoule has been optically evaluated and a crack at the base of the neck of the ampoules that corresponds to the injection point has been located. Please refer to the enclosed pictures. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of the samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the samples received. Corrective/preventive actions: we have opened a corrective and preventive action ak201485274 in order to determine the root cause of this defect and actions.